Manufacturer narrative:
Device evaluated by MFR? Device not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2012. Four days post-operatively, on (B)(6) 2012, non-structural dysfunction, with paravalvular leak 2+ and intra-prosthetic regurgitation 1+, was reported. The paravalvular leak was present at all follow-ups until 2015. The patient was in nyha class 1 until 2014, and nyha class 2 at follow up in 2015. The patient passed away in 2015 of non-valve related causes, as reported by the site.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release it was reported by the site that the patient's death was not valve-related, and the site confirmed that there was no relationship between the reported central leak 2+ and the device. From the document review performed, no manufacturing deficiencies were identified that could have led to the reported central leak. As the device was not available for return, no further investigation can be performed and the root cause of the central leak remains unknown. However, given that no remedial action was taken to address the central leak, and that the patient remained in nyha class 2 at the last follow-up, there is no evidence that serious patient injury related to the device has occurred.

Manufacturer narrative:
The manufacturer received confirmation from the site that there is no evidence to suggest a link between the patient's regurgitation (grade 2+) and the patient's subsequent death. No further investigation is warranted at this time. Based on the information available, there is no information to reasonably suggest a link between the reported event and the device. The event is therefore deemed not valve related.